Manufacturer narrative:
Findings: unit received with operating currents within spec. Unit passed self-test, an unexpected restart error test and displacement test. Unit alarmed compromised force sensor during basic occlusion test due to slightly loose drive support disk. Unable to perform occlusion test, prime test and excessive no delivery test due to alarms. An unexpected scratching motor noise during rewind noted due to faulty motor. Unit received with cracked case at display window corners and display window. Unit received with broken belt clip slot. Unit received with minor scratched lcd window.

Event description:
The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was unknown mg/dl. The customer was treated for high blood glucose with manual injection. The customer believes the high blood glucose is caused by not taking enough insulin. The customer reported via phone call indicating that the insulin pump alarm prime rewind. Customer's blood glucose at time of incident was 425 mg/dl. The customer stated they are receiving a compromised force sensor alarm. The customer stated the device was not dropped or bumped. The customer stated that the drive support cap appears normal. The customer stated that she not pressed the cap while connected. The customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the possible cause of the alarm is during seating the force sensor did not detect the reservoir. The customer was advised that the device would be replaced.